Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen. No bolus delivery anomaly was noted. The pump was monitored for several days and no unexpected bolus delivery anomaly was noted. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had records of unusual bolus delivered over certain periods on the insulin pump. Customer noted that for the past 304 days, they had been having unusual low blood glucose in the morning. Customer checked the bolus history and noted unusual boluses were delivered. Customer was unaware that 3.5 units were delivered at 7:22 am and 7 units were delivered at 9:30pm. Customer insisted that the unusual boluses were not accidental. Customer's blood glucose was 1.4 mmol/l at the time of the incident. Customer has treated with food. Customer had no recent changes made to the pump settings. Customer ran a self test and it was completed without an error message. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.